Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation, the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported: "device is not giving accurate readings. Additionally, the supplier is unsure if it is a spo2 problem or a pr problem. The end-user was using the device at home when they were getting a lower number on one rad-8 versus another rad-8". No consequences or impact to patient was reported.